Event description:
The customer reported that the 840 ventilator is inoperable. There was no pt connected to the device when the malfunction occurred.

Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and verified the malfunction. The breath delivery unit (bdu) printed circuit board (pcb) was replaced and the software was upgraded. The ventilator passed calibration and full performance verification testing. (B)(4).